Event description:
Patient developed dysgeusia following 2nd side essential tremor treatment.

Manufacturer narrative:
No malfunction was detected. Known risk of the device. No new risk has been recognized.